Manufacturer narrative:
Additional information received by smiths on 30 oct 2019 and 01 nov 2019. It was reported that the patient was already in the hospital and the hospital was able to infuse medication. Infusion is life-sustaining. Reported that the patient outcome and patient treatment while patient was in hospital is unknown, and no alerts or alarms were reported the day of the hospital visit.

Event description:
Information was received indicating that a smiths medical cadd-ms 3 ambulatory infusion pump showed that it was infusing medication; however, when the cartridge was checked at an unspecified time after infusion was started it was found that the cartridge was "full." It was reported that the patient went to the hospital due to side effects of nausea, vomiting, and headache. Per reporter the patient did not experience shortness of breath. It was reported that the medication was administered continuously via a subcutaneous route. No additional adverse patient effects were reported.